Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be established. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
During a peripheral intervention with an impress catheter, the tip broke off in the thoracic aorta. As a result, the patient was taken for an additional procedure to snare the broken tip with a retrieval basket.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.